Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about the high blood glucose and no delivery alarm during manual prime. Customer reported that the blood glucose at the time of incident was 683mg/dl and current blood glucose is 149mg/dl. Customer reported that the customer contacted their health care professional regarding the high blood glucose and was admitted to the hospital because of it on (B)(6) 2017, 6pm. Customer mentioned that customer had nausea and was throwing up. Troubleshooting was performed but customer still received no delivery alarm and went for high blood glucose troubleshooting. The insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.